Event description:
The customer reported approximately one milliliter of clear fluid leaked at the manual probe and onto the counter during system startup involving the coulter lh 500 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) stated the fluid leak at pinch valve (pv39) had been resolved by customer, upon arrival. The customer replaced the tubing and resolved the fluid leak issue. The fse stated the fluid leak at pinch valve pv39 caused shorting of the diff harness, solenoids 34 through 59, and the diff motor. The fse replaced the pneumatic supply due to excessive vibration and slow recovery, and replaced mix motor, harness, and solenoids. A lyse error was cleared by system reboot. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).